Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the liquid crystal display (lcd) on the external pulse generator (epg) has dark spots. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.